Manufacturer narrative:
Continuation of d10: mc1avr1 implanted (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead interacted with the right ventricular (rv) lead which caused rv lead issues. The ra lead was explanted and replaced. It was also noted that the patient was not totally happy with how they were feeling with the leadless implantable pulse generator (ipg) and due to their symptoms, the leadless ipg was inactivated and replaced with a transvenous system. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient required one hundred percent atrioventricular synchrony and the leadless ipg was not providing that.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.